Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Additional devices listed in this event: catalog 6191-1-001, description: simplex p full dose 1 pack, lot: rkn302 x (2). Catalog 2030-6516-1, description: 6.5 cancellous bone screw 16mm, lot: 38445410c. Catalog 2030-6520-1, description: 6.5 cancellous bone screw 20mm, lot: 0ndmra. Catalog 2030-6520-1 description 6.5 cancellous bone screw 20mm lot: 34290302. Catalog 64956030, description: gmrs extension piece 30mm, lot: lacyh. Catalog 64951002, description: gmrs prox fem com trochanteric, lot: lsopl. Catalog 64853611, description: mrs fem stem w/o body 11x203mm, lot: tec058a1. Catalog 6260-9-322, description: 22.2mm +8 lfit v40 head, lot: 18993402. At this time, it can not be concluded which, if any devices caused or contributed to the patients' experience.

Event description:
Patient stated she has been experiencing excruciating pain.